Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a drop in blood pressure as a result of an effusion during implant of the leadless pacemaker. Post procedure, it was confirmed that the patient developed a cardiac tamponade. The patient required pericardiocentesis, pericardial drain, and intubation as well as extended hospitalization. The device remains in use. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.